Event description:
It was reported that following a urethral bulking procedure, the pt experienced persistent dysuria. A cystoscopy was perfomed and the dr observed exposed bulking material that had eroded through the pt's tissue. The tissue was observed to be re-epithelializing around the exposed material. No further complications were reported.